Event description:
Business partner reports traumatic iritis many tears and burned sensation. Reduction of corrected visual acuity. Follow up attempts have been made for more info with no reply to date.

Manufacturer narrative:
Method: no lot info, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is no sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Based on statements from the ecp, the pt experienced peripheral ulcers and infiltrates in both eyes. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info. The submission date for this MDR is late because of a significant increase in the volume of complaint reports after a firm-initiated voluntary recall in (B)(6) 2011 of another product. The volume of complaint reports could not be anticipated in which to allocate adequate resources to complete timely complaint investigation and MDR reporting.